Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 mm x 60 mm x 135 cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was replaced with a 0.035cm mustang balloon catheter and the procedure was completed with stent implantation. No patient complications nor injuries were reported.